Event description:
Possible noise seen on ra channel during recorded iegms. Noise was too fine to be sensed by device at this point. No clear trends in impedance. Will be discussed further with physician. Device remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.